Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Extravasation and leak of IV during injection event date: (B)(6) 2026. The j-loop was leaking at the connection to the IV catheter. 20ga IV catheters were used and flushed prior to the contrast being hooked up.